Event description:
It was reported that during a ptca of a tortuous mid ramus artery, the tip of the guide wire separated and remained in the distal portion of the vessel;. Attempts to retrieve the wire fragment were unsuccessful. Ultimately, a perforation occurred, resulting in a pericardial tamponade. The pt was taken to surgery where a pericardial window procedure was performed. Following this the pt returned to the cardiac cath lab, where further retrieval attempts were undertaken. This proved to be unsuccessful. The pt returned to the operating room for open heart surgery. During surgery the wire fragment was removed and the perforation was repaired. Reportedly, the pt developed complications postoperatively and was in guarded condition. The product has been retained by the user facility.